Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs100 intra-aortic balloon pump (iabp) machine not switching on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: e1 (initial reporter). A getinge field service engineer (fse) checked the machine and found the issue with motor control pcb (0670-00-0765), replaced the motor control pcb performed all tests. All tests passed. Equipment handover to customer in good working condition.

Event description:
Na.